Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer swivel was not working smoothly. It was getting stuck. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was performed. Signs of clinical use without evidence of blood were observed. No visual defects were observed. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. The knob did tighten the arm. The knob was then turned counter-clockwise. The flexlink arm loosened and became movable on its swivel up to 180 degrees without difficulty and using moderate force only. It was also observed that the malleable stabilizer foot is able to rotate with no difficulty. Based on the returned condition of the device and the results of the evaluation, the reported failure "mechanical issue" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer swivel was not working smoothly. It was getting stuck. A replacement device was used to complete the procedure. The hospital did not report any patient effects.